Event description:
Related manufacturer reference number:2017865-2022-02744, 2017865-2022-02745, 2017865-2022-02746. It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was heart disease. No additional information was reported.

Event description:
Related manufacturer reference number:2017865-2022-02744, 2017865-2022-02745, 2017865-2022-02746. It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was heart disease. No additional information was reported.

Manufacturer narrative:
The lead was returned for patient death. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead found no anomalies except for procedural damage.